Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant check belt messages) has been confirmed. Upon eval, the white (drvn-gnd) wire was open in the trunk cable connector. The cause of the constant check belt messages is the open white wire. The root cause of the open white wire cannot be positively identified but is likely excessive force placed on the cable at the connector. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report constant check belt messages. The pt was issued a replacement electrode belt.